Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator small hexagonal snare was used in the large intestine during a colonic polypectomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the snare was unable to cut the target polyp and failed to generate current. The procedure was completed with a different device. There were no patient complications reported as a result of this event. It was reported that the patient had ¿no injury¿ at the conclusion of the procedure.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found no anomalies and the loop was in good condition. Functional testing was performed and the device passed the retroflex test, it extends and retracts within specification. Electrical resistance testing was performed and resistance measured at 9.1 ohms, within manufacturing specifications. Evaluation of the returned device found no evidence of either the alleged issue or any defect which could have contributed to the event. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a captivator small hexagonal snare was used in the large intestine during a colonic polypectomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the snare was unable to cut the target polyp and failed to generate current. The procedure was completed with a different device. There were no patient complications reported as a result of this event. It was reported that the patient had ¿no injury¿ at the conclusion of the procedure.